Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging high inaccurate results on the subject meter compared to another meter (onetouch ultra2) performed within 30 minutes of each other. The comparisons were: "148 v 111 mg/dl", "192 v 132 mg/dl" and "226 v 178 mg/dl" this complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.